Manufacturer narrative:
Initial.

Event description:
It was reported that the user powered off the ilet for an event and later sought guidance to turn it back on; support advised placing the device on the charging pad, after which the user entered a blood glucose of 203 mg/dl. Symptoms included hyperglycemia. Outcomes included no alarms and continued use of the ilet without reversion to alternative therapy. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed no device malfunction or component failure identified through user guidance and successful reactivation of the device. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled device shutdown with normal operation restored through standard use instructions.